Event description:
It was reported that a patient experienced a disconnection between their transfer set and plastic adapter during peritoneal dialysis therapy and later developed peritonitis. Following the disconnection, a fluid leak was noted originating from the peritoneum. The cause of the peritonitis was reported to be the disconnection between the transfer set and the plastic adapter. The patient was not hospitalized for the event. On the same day as the disconnection, the patient was treated with vancomycin intraperitoneally (2 grams every week for two weeks) and fortaz intraperitoneally (1 gram daily for two days) for the peritonitis event. The patient was reported to have recovered from the peritonitis event. Peritoneal dialysis therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation. A companion sample has been returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A companion sample (along with an un-opened non-baxter adapter) was returned. Visual inspection was performed with naked eye and a microscope and no issues were found. Functional tests were performed as follows: leak testing, clear passage testing, clamp function testing, torque engagement, integrity of seal surface test and simulated therapy testing were performed with no issues noted. The product met product specifications. The batch review was performed with no issues found related to batch manufacturing. Per product evaluation the reported problem of leak could not be verified or duplicated. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.